Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "product was opened and delivered to the sterile field. It was noticed the outer packing appeared compromised because the tyvek paper was folded and the package could possibly be compromised. New product with different lot code was used instead. Inner package appeared to be intact."